Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip was detached from the cannula during preparation. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.